Event description:
Issue description ****************** on (B)(6) 2024, a customer in india notified biomérieux of observing an overestimated result when testing a patient's sample with vidas® estradiol ii 60 tests (ref. 30431, lot 1010286880, expiry date 17-sep-2024) compared to another method. Patient¿s status: female of 37 years old. On (B)(6) 2024, the customer tested the patient sample and obtained the following results using vidas® estradiol ii 60 tests: 1952.84 pg/ml. The sample was analysed on (B)(6) 2024 in another facility with an alternate method (eclia) and the result was 405 pg/ml. Biological references intervals for the method eclia: follicular phase 12.50 - 166 pg/ml ovulation phase 85.8 - 498 pg/ml postmenopause 0.54 - 7.0 pg/ml lutel phase 43.8 - 211 pg/ml pregnancy1st trimester: 215 - >4300 pg/ml last vidas calibration used was made on (B)(6) 2024 and was valid. There is no indication or report from the laboratory that the issue led to any adverse event related to the patient's state of health nor delay in rendering the results. The product, vidas® estradiol ii (e2ii) reference 30431, is not marketed, sold or distributed in the united states. However, a similar product, vidas® estradiol ii (e2ii) reference 30431-01 is marketed in the united states. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
1) context of the complaint on (B)(6) 2024, a customer in india notified biomérieux of observing an overestimated result when testing a patient's sample with vidas® estradiol ii 60 tests (ref. 30431, lot 1010286880, expiry date 17-sep-2024) compared to another method. 2) customer material: no patient sample available for testing purpose. 3) investigation outcomes: 3-1) complaint analysis: the complaint analysis did not reveal this issue as a systemic quality issue. 3-2) analysis and tests conducted by complaints laboratory: control chart analysis: this analysis was carried out: on four (4) internal samples with a target distributed between 410 and 2105 pg/ml. Selection of samples with concentrations close to the ones observed on vidas® and eclia methods. On seven (7) lots of vidas® estradiol ii ref.30431 including the lot 1010286880 mentioned by the customer. The analysis of the control charts showed that all results were within specifications and the lot 1010286880 was in the trend compared to the other lots. Test on internal samples. The complaints laboratory tested: 3 internal samples with a target close to the values report by the customer = 410 pg/ml; 2105 pg/ml; 1697 pg/ml. On vidas® estradiol ii lot 1010286880 (retain kit of customer's lot). The results complied with the specifications and the results were not significantly different compared to those observed before the lot release. The complaints laboratory did not observe any evolution over time of these samples activity. Conclusion: according to all information above, no anomaly was highlighted with the control chart analysis, and the complaints laboratory did not reproduce the issue reported by the customer (result too high) when testing internal samples on vidas® estradiol ii lot 1010286880. Unfortunately, sample was no longer available for testing purpose, moreover it was not possible to have any information about the clinical context, treatment of the patient nor the preanalytical handling of the sample, therefore, the complaints laboratory cannot pursue further the investigation. It is important, when interpretating estradiol results, to take into account the information regarding the therapeutic treatment especially if it is based on estrogen substances, as it may be possible that remaining traces of exogeneous estradiol and/or its metabolites are detected on the vidas e2 assay. The complaints laboratory cannot, also, exclude the influence of possible additional factors such as tubes used, specific clinical history of the patients (e.g auto immune diseases, taking extra medication, dietary supplement). According to the data mentioned above, there is no reconsideration of vidas® estradiol ii ref.30431 lot 1010286880.